Manufacturer narrative:
The infusion device was thoroughly evaluated. The display is missing a pixel line. The display is no longer fully readable. The heat-seal connection is interrupted.

Event description:
The pt reported some characters on the infusion device display were incomplete. Correct type of battery was used in the infusion device, and the battery setting was programmed correctly. Pt inserted a new battery, but this did not resolve the issue. She reported, the time and date sections were incomplete, and when scrolling through the menu, a small portion of the titles were unreadable. The pt did not report that this interfered with her ability to view insulin delivery amounts. Infusion device was not dropped on a hard surface within the past 48 hours. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.